Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that there were set screw marks noted on the terminal pin. Blood and body fluid was noted in the helix housing. The lead passed series of tests and met specification.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The rv lead was explanted and was replaced with a new one. The rv lead was returned for analysis. No additional adverse patient effects were reported.